Event description:
Md attempted to activate ligasure blunt tip laparoscopic sealer/divider to seal and divide gynecologic tissue. Each time button was activated the esu (ce# [redacted]) error message appeared, "instrument cycle incomplete". After attempting to activate the device multiple times, with the same message, the device was removed from service and replaced with another ligasure blunt tip laparoscopic sealer/divider. The new ligasure had no issues.